Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with two 400cc mentor memorygel breast implants and experienced postoperative bilateral grade iii capsular contracture. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor smooth round moderate plus profile devices on (B)(6) 2019. This report is for the left prosthesis.